Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The cause of the yellow fluid being aspirated at the time of pump refill has not yet been determined. The pump remains implanted and still in use.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (10 mg/ml at 3.514 mg per day) via an implantable pump. It was reported that during a drug refill procedure, the physician initially aspirated approximately 10 ml of yellowish fluid, which was not consistent with the expected drug solution. S uspecting needle misplacement, the physician repositioned the needle but the aspirated fluid remained yellow. On the second repositioning attempt, clear fluid that was consistent with the expected medication was successfully obtained. The prior pump refill on (B)(6) 2025 was completed without any complications. The pump remained implanted and in-service. The yellow fluid was sent by the healthcare provider for diagnostic analysis. No intervention plan had been initiated at this time as they were awaiting diagnostic results. The issue was indicated as resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. The date of pump implant was unknown. The patient's medical history would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# unknown: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that on (B)(6) 2025 the patient returned to the center for a refill. The fluid results indicated an infection, which had since been completely treated. No further action was taken. The physician was unable to determine the exact cause. However, it was suspected that the event may have been related to a pocket fill from a previous refill procedure, possibly due to needle misplacement during drug administration. A sample of the fluid was sent for culture testing, which indicated infection. The infection was treated and resolved completely. No further actions were required. The issue was resolved at time of report. The pump remained implanted and in service.